Event description:
During a surgical coupling procedure, the two rings of the gem microvascular anastomotic coupler did not approximate correctly due to a misalignment of the coupler pins. The surgeon observed the misalignment and elected to not use coupler device. Another gem microvascular anastomotic coupler was used to complete the anastomosis. The surgery was completed without incident and without any adverse patient outcome.

Manufacturer narrative:
According to the device history record, the devices met specification prior to market release. A 100% functional alignment testing is performed on each device and 100% visual inspection for broken or missing parts and pin alignment is performed on each assembly during the manufacturing process. No functional testing was performed. The device has not been returned for evaluation.